Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (vessel occlusion, inaccurate stent graft delivery). (User related).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure the physician inadvertently covered the right hypo. The final angio showed 170 to right hypo and with crossing of the limbs it was determined that they would clearly land short of the right hypo. The left hypo was widely patent. The physician was generally unconcerned about claudication; however, the physician noted the potential of bowel ischemia. No clinical sequelae were reported and the patient is fine.